Event description:
Customer reported she had high blood glucose of 421 mg/dl. Customer stated that she received a no delivery alarm during bolus; she attempted to deliver another bolus and it alarmed no delivery again. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Last blood glucose value was 287 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.